Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # 715029

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- device code 1494: acd <3.00mm should be added into the initial MDR. Claim#: (B)(4).